Event description:
A malfunction alarm with code malf 9 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received instructions from technical support to reset the pump, which resolved the malfunction. The customer was advised to continue using the pump and contact support if any issues recur.